Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty managing their blood glucose (bg) levels, with bg levels of up to 430 (mg/dl) and ketones, while on the tandem pump; however, no specific event dates were provided. Customer treated bg levels by changing infusion sites and administering boluses. Customer indicated that they reverted to an old pump for diabetes management in (B)(6) 2016 per the advice of their health care provider. Customer stated that their bg levels have stabilized. Customer did not indicate if and when the tandem pump would be reinstated.